Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer reviewed alarm history and found out 4 rf fic failed self-test alarms. Customer was advised that the error table indicates the pump should be replaced. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed during pump self-test and had a high idle current due to faulty electrical component. No unexpected no delivery alarms, off no power anomalies, blank display anomalies or restart anomalies noted during our testing. No punctures on the isolation tape on the lcd board noted. The insulin pump passed off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.